Manufacturer narrative:
As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit as the device was discarded by the customer. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint will be reopened.

Event description:
It was reported a complaint against the versajet console foot pedal for an unspecified functional failure. The problem was found before the procedure started. There was no patient involved as they were able to complete the procedure without the versajet. The foot pedal has since been replaced.